Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a290 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2015; explant date: (B)(6) 2025. Brand name: vectris surescan; product ID: 977a290 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2015; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were told that the unit needed to be replaced as the leads were not working at all. Pt then said that the leads were electrocuting them. Patient stated that they went to the healthcare provider and that's where the medtronic representative met them and told them about the issue with the leads. Pt said that they had to go to a new hcp since their other hcp no longer worked with the leads. Pt said that they went to the new hcp in december and they also called hcp today. Pt said that hcp told them that mdt did the authorizations on the devices, so they were calling for an update. Pt said that they had been inconvenienced since (B)(6) 2024 and it was affecting their daily life. Pt had the rep's contact information, so pt will contact rep for an update.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6)2015 explanted: (B)(6)2025 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6)2015 explanted: (B)(6)2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-14 additional information was received from the patient. They reported that the leads needed to be replaced because they were not communicating with the implanted neurostimulator (ins). The lead replacement / revision took place on (B)(6)2025. The pt noted the ins was also replaced. The pt was asked for the device status of the ins and the leads, but the pt did not provide a response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their controller was fully charged when they went to charge their implant on wednesday night. Patient stated they started a charge session and maybe 20-30 minutes into the charge session the controller went blank and wouldn't come back on. Patient said the controller was at 100% and the implant was at 30%. Patient said they left the controller in the ac power supply to see if the controller would charge, but it didn't. Patient tried plugging the controller into the recharger again today and the controller came up with a message that said it had to be reset. Patient reset the controller with today's date and time, but the controller wouldn't charge from the wall. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger, ac power supply, and controller port. Agent walked patient through resetting controller; controller showed ba ttery low recharge your implanted device then settings not available. Controller showed recharging red 10% and implant hazard triangle. Patient mentioned today was the first time they saw settings not available and agent reviewed settings not available message. Agent instructed patient to start a charge session; implant recharging with excellent quality. Patient noted the controller has not moved from 10% when charging from the ac power supply. Agent informed patient to fully charge their controller then try to charge their implant. Agent informed patient to monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue. Patient stated they met with the rep at hcps office and all leads need to be replaced. Patient has an appointment with hcp in december 2024. No actions taken at this time, only a consult has been scheduled to discuss surgery to replace unit/ leads.

Event description:
Additional information was received, it was reported the ins was replaced because it was at end of life. The leads also had high impedances and fractures.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.